Event description:
It was reported a patient experienced an incarcerated umbilical hernia coincident with peritoneal dialysis (pd) therapy on the homechoice. The patient was hospitalized one day after being diagnosed with the hernia. A surgical hernia repair was performed the following day. The patient was discharged from the hospital 11 days later and recovered from the hernia. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured in 1995. The device was not received for evaluation. A review of the device and service history records showed no abnormalities that could cause or contribute to the reported event. If additional relevant information is received, a supplemental medwatch will be filed. This is the same patient as (B)(4).